Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. The issue has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving fentanyl (3000 mcg/ml, 18.1 mcg/day) and clonidine (300 mcg/ml, 1.81 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient was out of town and experienced withdrawal on the date of the event. It was reported that a motor stall occurred and was not known until the patient returned to town and the pump was read at the healthcare professional's office. The reporter stated that they found out on the date of this report that the patient needed the pump replaced due to multiple motor stalls. A pump alarm was reported. As examined on (B)(6) 2017, the print report indicated that "motor stall occurred" and "stopped pump period may exceed tube set." Motor stall occurred on (B)(6) at 5:24. Motor stall recovery occurred on (B)(6) at 16:23. Motor stall occurred on (B)(6) at 06:21. Motor stall recovery occurred on (B)(6) at 5:28. Motor stall occurred on (B)(6) at 12:02. "Stopped pump period may exceed tube set" occurred on (B)(6) at 12:02. Motor stall recovery occurred on (B)(6) at 09:21. Motor stall occurred on (B)(6) at 20:57. "Stopped pump period may exceed tube set" occurred on (B)(6) at 20:57. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The reporter stated that the following diagnostics were performed: they read the pump with the (B)(4) (physician programmer) and it showed multiple motor stalls. It was reported that surgical intervention occurred: the pump was completely explanted and replaced as an intervention to resolve the issue. It was reported that the explanted pump would be returned. It was reported that the issue was resolved at the time of this report. The patient's status at the time of this report was "alive - no injury." No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.